Event description:
It was reported that there were concerns this subcutaneous implantable cardioverter defibrillator (s-ICD) was exhibiting premature battery depletion (pbd). The remaining battery level during the check on (B)(6) 2022 was 44%, but the remote data sent on (B)(6)2022 showed that the battery level dropped to 15%. Technical services (ts) suspected the battery was depleting faster than expected and recommended device replacement. Currently the device remains in service. There was no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that there were concerns this subcutaneous implantable cardioverter defibrillator (s-ICD) was exhibiting premature battery depletion (pbd). The remaining battery level during the check on (B)(6) 2022, was 44%, but the remote data sent on (B)(6)2022, showed that the battery level dropped to 15%. Technical services (ts) suspected the battery was depleting faster than expected and recommended device replacement. Subsequently, this s-ICD was explanted and replaced with a new device. No additional patient adverse effects were reported. This device was returned to boston scientific for analysis.

Event description:
It was reported that there were concerns this subcutaneous implantable cardioverter defibrillator (s-ICD) was exhibiting premature battery depletion (pbd). The remaining battery level during the check on (B)(6), 2022 was 44%, but the remote data sent on (B)(6), 2022 showed that the battery level dropped to 15%. Technical services (ts) suspected the battery was depleting faster than expected and recommended device replacement. Subsequently, this s-ICD was explanted and replaced with a new device. No additional patient adverse effects were reported. This device was returned to boston scientific for analysis.